Manufacturer narrative:
(B)(4). G2: foreign (B)(6). Visual examination of the returned product identified hex shows nicks and gouges from use. Taper below head, head underside, and threads show witness marks from insertion. Screw is confirmed fractured around the head outside diameter. No pieces were returned with the screw. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the screw head was scratched during insertion. The screw was not used, took about 3 minutes to replace product. No patient harm or impact reported. It was confirmed that no further information could be provided.